Event description:
It was reported that the patient with this implantable pacemaker device manifested twiddler's syndrome and that the patient twiddled the device. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Analaysis did not confirm the clinical observation reported. The baseline testing completed on the device found no failing conditions. Moreover, all testing completed on the device passed or was not applicable. Hence, there was no problem detected.

Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient with this implantable pacemaker device manifested twiddler's syndrome and that the patient twiddled the device. The device was explanted. No additional adverse patient effects were reported.